Manufacturer narrative:
A1-a6: no patient involvement. D4: device lot number was not provided, and expiration date cannot be determined. The primary UDI number in d4 is reflective of all available information. G3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor missing feet was confirmed with the returned system monitor (serial # (B)(6)). The system monitor was received at the service center and visual inspection confirmed the reported missing feet. Replacement of the missing feet could not be performed. The system monitor has been discontinued and could no longer be repaired. The unit was returned to the customer as requested and will be labeled not for human use. A root cause of the missing feet could not be determined through this evaluation. Incidental findings. Damage printed circuit board. Reportable rationale: incidental finding of a damaged component on the printed circuit board. The damaged assembly must be replaced; however, the system monitor has been discontinued and could no longer be repaired. The system monitor has direct impact on pump function. Any issue with the system monitor display has the potential to lead to serious injury or death. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 instructions for use, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Report the condition to thoratec corporation. For thoratec corporation contact information see page iii. Cleaning and service should be performed only by thoratec-trained personnel. Do not attempt to clean or repair equipment on your own. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the feet were missing from the bottom of the system monitor. The customer was advised that the monitor was obsolete. The customer sent the unit of repair.